Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Following troubleshooting steps was performed: checked the slide switch in scope socket to see if it was pushed in. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had no endoscopic image, the image went black and slide switch malfunction. The issue was found during inspection for use. There were no reports of patient harm.